Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No time clock anomaly noted. Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no failed battery test, unexpected battery out limit alarm an blank display noted. Device received with moisture damage on electronics assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly and failed battery test alarm . The customer¿s blood glucose was 111 mg/dl at the time of incident. Customer¿s parent stated that the insulin pump buttons were unresponsive after exposure to moisture ad unable to clear the alarm. Troubleshooting was performed and unable to confirm if the time is advancing. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.